Event description:
The customer reported that results for one pt sample processed on a vitros eci system were associated with the incorrect pt name. No erroneous results were reported out of the laboratory. There were no reports of pt harm as a result of this event. (B)(4).

Manufacturer narrative:
Investigation into this event determined that the vitros eci was operating as intended. The customer re-uses sample ID numbers. The customer reused a sample ID that had pending results stored in the analyzer. If a sample is not processed to completion, the sample programming and associated demographics data are retained by the analyzer in a "pending" state. Re-using the sample ID on a different sample without completion of the original request or the deletion of the pending testing, will cause the original information to be carried forward. The customer was aware of ocd technical bulletin (b0(4) pertaining to the re-use of sample ids. The customer will establish a procedure to delete sample ids in the vitros eci software. The root cause of this event is user error.